Event description:
A caretaker called dale med products, inc. To inform the co that child accidentally decannulated using the dale 240 blue tracheostomy tube holder. The tracheostomy was reinserted with positive outcomes. The child moves around and hyperextends her neck which seems to loosen up the strap.